Event description:
It was reported that, a monarc sling was implanted on or about (B)(6) 2010. The plaintiff's attorney alleges that the plaintiff has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, as a result of the implantation of the pelvic mesh product.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.